Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 3.2 pyxis bus module control board was faulty. A field service engineer had performed service after half-height drawer 3.2 was found off the bus. The back panel was opened, and only the power light was observed on the pyxis bus module board. The station was powered off, and the drawer controller board was tested, reading fine. The half-height pyxis bus module board was then replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer was failed and showing not detected on bus. The customer tried to recover the storage space and reboot the station, but issue persisted. The customer power cycled the station and attempted drawer recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.